Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).

Event description:
A surgeon reported inconsistent flap qualities, despite attempts to optimize system settings. Company representative visited the site and note obl (opaque bubble layer) was also observed on many cases. No pt injury has been reported. This report reference this pt's left eye, and MFR report #3003288808-2012-00167 reference the same pt's right eye.